Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken, crease fold and wear abrasion. A microscopic analysis was performed which identify crease sharp in the radios side with non-penetrating nicks around the opening. Based on the device analysis the final assessment is: a crease sharp broken on radios due to a fold flaw opening. Non-penetrating nicks.

Event description:
Healthcare professional reported right side rupture implant exchange. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported right side rupture implant exchange. Device has been explanted.